Event description:
During an arthroscopic rotator cuff repair, the physician utilized a first pass suture passer, needle and suture capture. The physician was unable to load the suture capture onto the suture passer. The physician opened two additional suture captures (of the same lot) but was also unable to properly load the suture capture. The physician opened a fourth suture capture and loaded onto the suture passer. Once the physician attempted to deploy the suture capture, the capture came off the passer, landing in the surgical site. The physician reverted to a full open procedure in order to retrieve the capture. Once retrieved, the repair was completed with no further complications. A post-operative x-ray confirmed no device fragments remained in the patient's joint space.

Manufacturer narrative:
Device 4 of 5. Reference manufacturer report: 2032380-2011-00098, 2032380-2011-00099, 2032380-2011-00100 and 2032380-2011-00116.